Event description:
It was reported to boston scientific corp that a polaris ureteral stent was placed in a pt using fluoroscopy. The date of the procedure is unk. Approx two weeks later in 2008, it was noticed that the stent had migrated. The physician removed the stent and placed a larger stent (6 x 26 brand unk). According to the complainant, the pt is fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A product history search was performed and found similar complaints against the upn number. The march 2008 15-month polaris w/o wire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend.